Manufacturer narrative:
One catheter was returned exhibiting breakage below the inverted triangle of the integrated extension set. The edge of the area of separation was examined and found to be fairly straight. This effect has been observed in control catheters whose tubing has been subject to excess tensile force. Therefore, excess tensile (pulling) force applied to the catheter is a potential root cause for this issue. Potential sources of excess tension include improper securement or maintenance techniques. Other potential contributors to breakage include advancing/removing the catheter or stylet despite resistance or flushing the catheter with excess force (e.g. Using a syringe smaller than 10 ml, flushing the catheter despite experiencing resistance, flushing the catheter using a 10 ml syringe with excess pressure, etc.) Which can weaken the catheter. First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can mitigate the occurrence of breakage.

Event description:
PICC broke during insertion. There was no harm to the patient. A new PICC was placed successfully.